Event description:
A (B)(6) female pt contacted zoll customer support to report that the guide pins on her monitor came out and now her electrode belt will not stay seated in the monitor. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (missing guide pins) has been confirmed. As received, the guide pins were missing from the belt connector, preventing the electrode belt from securing to the monitor. The root cause of the missing guide pins cannot be positively identified but is likely physical abuse. No adverse event resulted from the defective monitor belt connector. The pt received a replacement monitor.